Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2009, to treat her pelvic organ prolapse. Reportedly, following the procedure, the patient suffered injuries including perforation of a blood vessel, mesh erosion, recurrence of pelvic organ prolapse, urinary incontinence, urinary problems, extreme pain, and dyspareunia(specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure. The procedure was completed with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure. In (B)(6) 2010, the patient began presenting with mesh exposure, and could feel the mesh when performing self-digital examinations. According to the physician, the mesh exposure was located "deeper in the vagina." The mesh was subsequently excised (quantity excised unknown). According to the physician, the patient has had four partial mesh excisions for four separate mesh exposure incidents since the implantation procedure. The physician does not know what caused the mesh exposures. Per the physician, the patient never reported having any bleeding, incontinence, or urinary problems. He opined that her pain and dyspareunia were unrelated to the uphold device, because the onset of these conditions preceded the uphold implantation. When the patient returned to the physician in the last week of (B)(6) 2012, she still presented with a small amount of mesh exposure. No further surgical intervention is planned for the patient; the physician suggested vaginal estrogen therapy for the patient. As of (B)(6) 2012, the patient's small amount of mesh exposure was still present. All other information is reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.